Event description:
It was reported that 2 as lvp 20d 3ss cv sets' IV tubing separated and leaked. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "is IV tubing in your bag? We¿re having issues with the lot number".

Manufacturer narrative:
Investigation summary: a sample was received by our quality team and the customer's complaint of separation was immediately noticed and the complaint has been verified. The tubing segment that is to be inserted into infusion pump has been burst at the top where friction fitted ring is supposed to keep fitment tight. This is a known failure but there is no known root cause. It is often associated with improper loading techniques. If this is a common occurrence, contact customer advocacy for proper training immediately to insure this failure does not happen on a normal basis. A device history record review for model 2426-0007, lot number 20045958 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 as lvp 20d 3ss cv sets' IV tubing separated and leaked. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "is IV tubing in your bag? We¿re having issues with the lot number."